Event description:
Information received, indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The technician replaced both gas springs, due to no compression, to repair the bed.